Event description:
The surgeon performed a post op investigation of a tibial infection at the point of the calaxo screw fixation. The calaxo had absorbed at that time, and the infection site was sterile.

Manufacturer narrative:
Reinforced surgical technique to customer. Device has not been received for evaluation.